Event description:
An olympus representative reported to olympus on behalf of the customer that during two different therapeutic transurethral resection of bladder tumor, this resection electrode loops broke. The first case, the loop broke completely off. The second case, the loop broke in half. Both procedures were prolonged due to the need to obtain replacement loops and verify the broken pieces were not left in the patient. The first case was 1 3/4 hours and the second case 2 hours. In both occurrences, the loop was removed successfully and the procedures were completed successfully using a similar device. X-rays were obtained to confirm broken pieces were not left in the patient. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) 1st case of 2 broken resection electrode loop. (B)(6) 2nd case of 2 broken resection electrode loop. This report is for (B)(6).